Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the screen brightness check failed - cycled through levels 1 to 10 and the brightness of the display remained dark but visible. It was identified that the cause for the dim screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. The valve actuation test failed ¿ the balloon valve (bv) pressure does not hold at 800mbar. Pressure leak was coming from bv six. The bv was replaced with a known good bv and the pressure was able to hold. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A registered nurse (rn) contacted fresenius technical support to report the liberty select cycler is alarming with an pressure leak alarm. The patient is connected. The fresenius technical support representative assisted the rn with canceling treatment to verify the cycler could reach step 1 of setup. When treatment was canceled, the brightness of the screen was dim and flickering. The display brightness was set to 10 and the screen continued to flicker when changing the setting to 1. The fresenius technical support representative issued a replacement cycler and advised the rn to discontinue using the machine. It was reported an alternate treatment is available. Additional information was requested but to date, has not been provided. The cycler was returned to the manufacturer for evaluation. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.